Event description:
The liner would not go into the cup after 30 minutes of attempting to do so. A second liner opened also would not go into the cup so another cup was opened and it went together easily. The reporter considers the extended surgery time of 30 to 50 minutes to be an injury.